Event description:
It was reported that the customer was sleeping, when he woke up he could not talk. He believes it may have been a small stroke. The paramedics were called to his home due to his low blood glucose level of 52 mg/dl. The customer usually does not have an issue with his blood glucose level until it is in the 40-42 mg/dl range. The paramedics gave him food to eat and his blood glucose level came up. The customer is legally blind. He was wearing his insulin pump at the time of the 911 call. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.